Event description:
The customer reported that the balloon was inflated, but it developed a hernia. The tip allegedly jammed against the tracheal wall, such that allegedly the air could not go through. As a result, it was reported that the pt had severe respiratory spasms. The tube was removed and the pt was re-intubated, sent to intensive care, and made a complete recovery after 24 hours. The customer reported that the "et" tube had not been pretested, as directed in the instructions for use. It was also reported that the cuff pressure is not monitored and cuffs are always overinflated. These actions are all contrary to the warnings, precautions, and suggested directions for use provided in the labeling with the product. The sample (lot number unknown) was received at "hrci" for eval. The sample's cuff was confirmed to be herniated. The unit was functionally tested for leakage and no problems were detected. The tube was placed into a piece of tubing to simulate the ID of a typical adult bronchia. When the "et" tube was moved around the tubing, no problems were identified with the "et" tube either compressing against the side of the tubing or causing occlusion of the airflow. The cuff remained inflated on the section above the tube end, preventing it from pressing against the side. Due to the properties of the cuff, it is known that overinflation of the cuff curing use may cause herniation in a properly formed cuff.